Manufacturer narrative:
B5: during follow up it was further reported "balloon explosion." H4: the lot was manufactured from september 9, 2019 - september 11, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluorouracil from a small volume folfusor was "all over the place". The bladder was not ruptured. This was observed during filling. There was no patient involvement. No additional information is available.